Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 device indicating that the liquid crystal display (lcd) was not working and showed a dark screen following a recent touchscreen replacement as it was not responding to the touch. It was reported that there was no patient involvement at the time the issue was discovered. The bme informed the rse that after the cable and connections were inspected, the bme noticed that the lcd cable that went to the power management (pm) printed circuit board assembly (pcba) was upside down. After promptly installing the cable, the lcd operated as intended. The device passed the required performance verification tests per philips standard and was returned to service.